Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The patient¿s husband reported that the patient had no vibration for her low glucose level alert. He arrived at home on (B)(6) 2020 and found her unconscious, ice cold, and barely breathing. He did cardiopulmonary resuscitation (CPR) and she regained consciousness. He gave her eight sugars and 3 glasses of fruit juice. He took her to the endocrinologist the next day on (B)(6) 2020 and the doctor checked her vital signs. No medication was given by the endocrinologist. The patient was doing well at the time of the report the day after the doctor's visit. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2: additional information h6: result code - additional.

Event description:
Subsequent follow up 1 report, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed. The liquid crystal display displayed a black screen. A receiver charge and boot test were performed and passed. A global receiver functional test was performed and failed. The receiver case was opened for internal visual inspection and the inspection failed. Moisture damage was found at the main board. The vibrator motor internal resistance was measured, and the resistance was within specification. A vibrator motor assembly test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was undetermined due to no data in the activity log within the investigation window. The probable cause could not be determined. No additional patient or event information is available.